Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that the usb port on the pump felt loose when a usb cable was inserted. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.